Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, after implantation surgery notices that the tip of one of the introducers was broken. The tip was not retrieved or retrieved.